Event description:
It was reported that the patient had stated "she had this implant that it "didn¿t work" and she was going to have it taken out." It was noted that the patient was having gastric bypass surgery. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4)